Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed a message indicating that the battery was low and when the programmer was plugged in it started to operate slowly and then froze up. The battery was removed but it did nothing and the programmer would not shut off with the power button. The programmer was successfully reset by unplugging and removing the battery. The programmer remains in use. There was no patient involvement.